Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
The customer reported that the user interface module (uim) of avea std comp was working intermittently. Patient involvement is unknown at this time.